Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective prism missing).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the bending rubber leak, the side body cover leak, and the bending rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report"hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.